Manufacturer narrative:
The device was returned for analysis with a non-boston scientific device and two wires. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint. Microscopic inspection revealed the guidewire exit port was deformed and that there was pitting and degradation of the transducer housing consistent with saline damage.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the proximal left anterior descending artery. The opticross hd imaging catheter was introduced to visualize the target lesion and a good image was obtained. During removal, part of the catheter got stuck on the wire and a detachment occurred. The rest of the catheter was removed intact, the physician then pulled the wire back into the guide and swapped out the entire guide with the detached piece inside the guide. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported the target lesion was 99% stenosed, not tortuous and very calcified. The patient is doing fine.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the proximal left anterior descending artery. The opticross hd imaging catheter was introduced to visualize the target lesion and a good image was obtained. During removal, part of the catheter got stuck on the wire and a detachment occurred. The rest of the catheter was removed intact, the physician then pulled the wire back into the guide and swapped out the entire guide with the detached piece inside the guide. The procedure was completed with another of the same device. There were no patient complications reported.